Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the initial evaluation the device did not meet acceptance criteria of evaluation process for will not power-up and ac plug is broken. The device's ac connector needs to be replaced to address the issue. Additionally, the rear enclosure is cracked and broken. No repair was performed. The unit is not needed for inventory, and it was scrapped.